Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and bard pelvisoft and bs obtryx were implanted. It was further reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and bs vesica were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with revision of sling, enterocele repair, posterior colporrhaphy, right sacro-spinous ligaments colpopexy, perineoplasty, and cysto-urethroscopy due to vaginal prolapse, enterocele, rectocele, perineal defect, and urinary retention.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)